Event description:
It was reported that the patient experienced blood glucose levels of 460 mg/dl accompanied by nausea and dizziness, prompting her to call an ambulance. The patient reported leaking of insulin while the pod was worn between 37 and 48 hours. She was taken to the emergency room (ER) at (B)(6), where she was diagnosed with hyperglycemia. During the examination, a hardened mole near the insertion site on her arm was observed, though healthcare providers indicated it was unrelated to her current condition. The patient received a saline infusion as part of her treatment. She remained in the ER for approximately 4-5 hours before being discharged, after which a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.